Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station due now screen failed to show patient medication. The technical support specialist (tss) had checked the server for the patient¿s order and that it had not been displaying correctly. The order repeat pattern field had been reviewed, and it had been confirmed that the mapping indicator had been missing. To resolve the issue, the tss navigated to settings, interface setup, external order frequency codes, identified the correct pattern, and updated the mapping. After adjusting the frequency settings and saving the changes, the due now function has started working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es all medicines were due and did not show. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.